Event description:
In 2007, rn was bringing the site rite 5 into the ec department. The ec has badge only entrance, so she pushed the machine with her, put her bade on the door scanner, then backed up to enter the ec, while backing up, she pulled the us with her, the floor surface was flat with carpet, as she pulled back, the us tipped over, pushing her wrist backwards. This resulted in an injury, where she had to leave the department and go to employee health to be seen by a physician, where an injury report was filled out. She was placed in a brace and given 4 days off. She had severe pain in her wrist and forearm and swelling of the extremity. Her wrist was placed on ice and she was put on anti-inflammatory oral drugs. She has been on light duty since and continues to wear the brace today. She is still having pain and is returning to employee health for follow up. It is not known yet if she has sustained a nerve, ligament or tendon injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file (s) from this lot.